Event description:
It was reported that a pre-operative device check of this cardiac resynchronization therapy defibrillator (crt-d) for an unrelated procedure revealed noise with oversensing and pacing inhibition. It was suspected that the noise was external, possibly attributed to electromagnetic interference (emi) from nearby hospital equipment. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.